Event description:
It was reported that during the use of the product, the cuff got torn. No patient injury.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check. DHR review was done, no issues related to the original complaint were found.